Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that patient first noted shocking in (B)(6) 2017. An exact date was not provided. At the time of the report, patient could not use the device because the battery died a second time and it needed to be reset by one of the manufacturer reps. Patient stated that there was no change in activity but changed level of signals and then it felt as if they were being shocked so then device battery depleted. No steps weretaken to resolve the issue as they could not seem to get in contact with a rep. Patient provided their weight information at the time of the event. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for rsd/causalgia; complex regional pain syndrome and spinal pain. The patient reported that her device wasn¿t working and shocking. Additional information was received from a healthcare provider (hcp) on (B)(6) 2017. The hcp reported that the patient stated that the ins was shocking her which lasted a short period of time and then the ins battery depleted inside her body. The hcp was not with the patient at the time of the call, so no troubleshooting could be done. The hcp would have the patient call in. No further complications were reported.